Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, the left posterior descending artery (lpda) was first pre-dilated and then a 2.5 x 08 mm xience v stent was deployed. After deployment of the stent, an edge dissection was noted which required treatment with an add'l stent xience v stent. Then, a 2.75 x 12 mm xience v was deployed in the 3rd left posterolateral branch. There was no pre-dilatation done before this stent was deployed. No add'l pt or event info is available.

Manufacturer narrative:
Results and conclusion summation - dissection, as listed in the IFU is a known adverse event associated with coronary stenting, and can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.